Event description:
The patient's lvad had a double disconnect from both battery and wall power at the same time. The vad alarm was not heard by staff and he was not found until tele called the rn for EKG changes. The device was off for 6min.